Event description:
The beds head hi/low function was drifting down.

Manufacturer narrative:
The facilities maintenance discovered the beds hi/low function was drifting down. The trend valve was replaced to repair the bed.